Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump under delivered due to a "no disposable, pump won't run" alarm. Per reporter, air bubbles were noted in the tubing along the top of the cassette and the reservoir had a volume of 142 ml remaining. No adverse patient effects were reported.